Event description:
Info was received that the left ventricular (lv) lead displayed loss of capture (loc). A revision procedure was performed and the lv lead and adapter were surgically abandoned. No adverse pt effects were reported as a result of this clinical observation.